Event description:
The physicians are reporting that: the fishlip valve located inside the device (that prevents blood from backing up and air from going in) is faulty and upon removal of the guidewire blood is going everywhere. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Manufacturer narrative:
(B)(4). The customer provided two photos for analysis. The photos show a swan-ganz catheter inserted through the distal hub of a cath-gard. It was noted that the hemostasis cap was stuck inside the distal hub of the cath-gard. The customer returned one cath-gard and the internal valves from the psi for analysis. The rest of the psi assembly was not returned. Per the customer report, they first encountered a leak from the valves. They then encountered connection issues between the distal cath-gard hub and the cap of the hemostasis valve. Analysis of the black seal component did not reveal any defects or anomalies. The slit appears uniform and centered. Microscopic examination confirmed no obvious damage to the slit. A leak cannot be confirmed without the entire psi returned for analysis. It is possible for the failure involving the cath-gard/valve connection to contribute to any leaking observed by the customer. The slit on the seal measured 0.1591", which is within the specification limits of 0.140"-0.160" per the seal product drawing. Functional analysis could not be accurately performed due to the severity of the returned sample. Likewise, the entire psi assembly was not returned for analysis.the customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "thread tapered tip of dilator/sheath/valve assembly over guidewire. Sufficient guidewire length must remain exposed at hub end of device to maintain a firm grip on guidewire". The IFU also states, "hemostasis valve must be occluded at all times to reduce the risk of air embolism, contamination or hemorrhage. In the absence of an indwelling central catheter use the arrow obturator to occlude hemostasis valve". The report of a leaking sheath could not be officially confirmed through complaint investigation. Of the components that make up the psi assembly, only the hemostasis cap and the internal seals were returned. Visual analysis revealed that the hemostasis cap was displaced from the rest of the assembly and was stuck inside the distal hub of the cath-gard. Visual analysis of the internal valves did not reveal any obvious defects or anomalies. The internal slit appears uniform and functional. Despite the damage, the sample met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, it is possible that the cap separation contributed to any leaking observed; however, this cannot be definitively confirmed without the entire psi assembly returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The physicians are reporting that: the fishlip valve located inside the device (that prevents blood from backing up and air from going in) is faulty and upon removal of the guidewire blood is going everywhere. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.